Event description:
Customer reported receiving a motor error alarm. Customer stated that the insulin pump was exposed to the conveyor belts for carryon items at the airport. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. The blood glucose reading was 160 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm noted. The device was unable to prime during prime test due to a faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside the device and passed. The device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.